Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been receiving no delivery alerts for the past two months. The customer would have a no delivery alert during bolus and when priming the tubing. The customer would change the infusion set a couple of times to get it to work. The customer would sometimes get a no delivery alert for hours before she realizes she gets no insulin, and it would lead her to having a blood glucose level of 400 mg/dl to 500 mg/dl. The customer would treat their high blood glucose with a manual injection. The customer declined troubleshooting for the high blood glucose. The customer will call back on time when the issue recurs. The device will not return for analysis.